Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a damaged/defective/deformed catheter which was noted during use. The following information was provided by the initial reporter: during an attempt to puncture, a professional reported that the catheter broke in two parts in the direction of catheter length. Contact was made with the company where it was informed that the repositioning of the catheter under the needle led to this occurrence. It was observed that such guidance is not included in the instruction for use of the product, although it has been passed on to employees in training provided by the company. Information received by email on 7/2/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. Sample was discarded.

Manufacturer narrative:
H.6. Investigation summary: observations and/or testing; was not conducted because units were not provided for this incident for the alleged defect of catheter broke / separated before placement. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a damaged/defective/deformed catheter which was noted during use. The following information was provided by the initial reporter: during an attempt to puncture, a professional reported that the catheter broke in two parts in the direction of catheter length. Contact was made with the company where it was informed that the repositioning of the catheter under the needle led to this occurrence. It was observed that such guidance is not included in the instruction for use of the product, although it has been passed on to employees in training provided by the company. Information received by email on 7/2/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. Sample was discarded.